Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they said the bisector/jaws portion of the system was sticking and not able to move freely in and out of the cannula during the case. Case was completed with the same device and no injury reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 01/18/2022. An investigation was conducted on 07/05/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the harvesting jaws. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. No detachment was observed. The c-ring was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties. The harvesting device was inserted into the cannula with no visual or physical difficulties. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-cannula" was not confirmed, but was confirmed for the analyzed failure "peeled jaw". The lot # 25155316 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #(B)(4)-a discrepancy in the maximum dose specification on the certificate of processing (max dose specification = 38 kgy) was identified for twelve (12) gamma process loads (initiated (B)(6) 2020) that were reviewed against the revised, released procedure (B)(6) rev bk (maximum dose specification = 40 kgy). ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3- if other provide code -explain- device retuned.